Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "bad keyboard (inoperable keyboard)," which was experienced during evaluation as an intermittent keypad response of the on/off key, 4 soft keys, and # 0, 1, 2, 3 keys. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a "bad keyboard (inoperable keyboard)" during preventative maintenance testing, which was clarified during baxter's evaluation as an intermittent keypad response. It was also reported there was no patient involvement.